Event description:
It was reported to distributor by facility; per facility, they were transferring a resident from the bath tub to the wheelchair, when the swivel pin broke. When this swivel pin broke, the resident fell to the floor and broke his leg. One person was present at time of said incident. Facility has two lifts of this kind in their facility and they are requesting MFR to come and inspect, then replace both of the lifts. Per facility they do not trust the second lift because of the incident that occurred with the first lift. MFR to replace the lift involved in the alleged incident and will be sending in emsar, our service team, to inspect the second lift. RMA issued to get lift back in question for eval.